Event description:
Reporter called on behalf of pt alleging that their surestep enhanced meter would prompt error 1. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The customer service representative confirmed that the pt had been using correct testing techniques. The meter prompted error 1 after cleaning and retesting. Issue was not resolved through troubleshooting. Pt's meter was replaced.